Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose cable. Visual inspection found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed seal cycle test and jaws not to open and close properly. The instrument passed the grip force test "(B)(4)". Additionally, the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument was found to have multiple errors indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Also, the instrument was found to have an engagement failure based on the log review. When placed and driven on the in-house system, the instrument passed recognition and engagement on 3 out of 3 attempts. The grips moved intuitively with full range of motion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument experienced an error message stating sealing malfunction. The procedure was completed with no reported injury.